Event description:
The customer contacted physio-control to report that it took numerous attempts (which took approximately 15 minutes) to power their device on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported intermittent failure. Physio then replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed main keypad assembly but was unable to duplicate the reported failure. It was noted that the on button was worn and therefore needed to be pressed harder for recognition, but still functional.